Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received eight inappropriate shocks due to suspected atrial fibrillation (af). It was noted that the patient was admitted into the hospital and experienced palpitations. Additional testing like x-ray and electrocardiogram were performed. The physician decided to reprogram device settings and to adjust medication. At this time, the device remains in service. No additional adverse patient effects were reported.